Manufacturer narrative:
Lift motor coupler.

Event description:
It was reported by service report that the foot end lift was stuck in high height position. No pt involvement or adverse consequences are reported.